Event description:
As reported, during the transapical transcatheter aortic valve replacement (tavr) procedure the 26mm sapien transcatheter heart valve was deployed in a too ventricular position. A second valve was implanted in order to mitigate the patient¿s aortic insufficiency. Per report, this patient had prior esophageal cancer that left him with esophageal strictures and an echo probe was unable to be passed. A 23mm valve was initially chosen based on a transthoracic echocardiogram (tte). A balloon valvuloplasty (bav) with root angiogram was performed using a 23x4 bav balloon and confirmed that a 26mm valve would be used. The sapien valve was prepped in usual manner and deployed under rapid pacing. It was noted that the valve moved ventricular during deployment and post deployment the patient's diastolic blood pressure was not recovering. A root injection was preformed which showed severe aortic insufficiency (ai). A second 26mm sapien valve was quickly prepped and deployed more aortic. The patient's blood pressure recovered quickly and the root shot showed zero ai. The patient remained stable and was transferred to the ICU. Post procedure the patient was noted to be stable and it was noted that the cause of the ventricular movement was attributed to wire bias during the valve deployment deployment which caused the valve to move ventricular during deployment. Additional information: the sinotubular junction (stj) was described as moderately calcified and within normal limits. There was no severe ventricular septal hypertrophy. The aortic valve/root calcification was described as moderate. The image intensifier angle and coaxial alignment of the valve and delivery system was described as good. Pre-deployment the valve was positioned 50:50 to 60:40 depending on the viewing angle. Positioning post-deployment was 60:40 to 70:30 ventricular. This site does not hold ventilation during deployment and there was no loss of pacing capture lost during deployment.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, aortic insufficiency and hypotension are known potential complication associated with the transaortic valve implant (tavi) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to these events. Per the report received the aortic valve and aortic root were moderately calcified and although the image intensifier angle was described as adequate, the exact valve position pre-deployment could not be confirmed and due to wire bias the valve moved ventricular during deployment. In addition, due to this patient's medical history (esophageal strictures secondary to esophageal cancer) the use of tee during the procedure was not feasible. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.